Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer re-loaded the cartridge in an attempt to resolve the issue, however insulin gauge remained inaccurate. Customer declined further troubleshooting from tandem technical support, and reportedly continued to use the existing cartridge. Customer¿s blood glucose level was 106 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.